Event description:
Fidia received the info from the us distributor for hyalgan on 18may2009: initial info reported by a physician to a pharmaceuticals co. A week prior: a male received treatment with hyaluronate sodium [hyalgan] for knee pain six days earlier, and nebivolol hydrochloride (bystolic) 2.5mg daily since the month prior, for hypertension. Twelve days prior to original date, the pt experienced an increased prothrombin time (pt) of 30.7 and an increased international normalized ratio (inr) of 6.4. The next day, his pt was 33.5 and his inr was 7.8. The pt had no signs or symptoms of bleeding or bruising. The reporter questioned if the nebivolol therapy and hyaluronate injection had impacted the laboratory results. As of the following day, nebivolol and hyaluronate continued and the outcome of the event was unresolved. Concurrent medical conditions included congestive heart failure, valvular heart disease, atrial fibrillation, degenerative joint disease, and diabetes. Past medical history included aortic valve replacement. The pt's baseline pt was 18.5 to 19.2 for the period of 2008 through 2009. Corrective treatment: unk.